Event description:
The lead broke above the connector in the neck and was replaced on (B)(6) 2007. Additional information has been requested.

Event description:
The patient¿s health care provider (hcp) reported on (B)(6) 2014 that they have no record of the patient¿s lead being replaced in (B)(6) 2007.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 3387-40, lot# l59847, implanted: (B)(6) 1999, explanted: (B)(6) 2007, product type: lead. Product ID: 3387-40, lot# l62014, , product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. (B)(4).